Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code: (B)(6). Initial reporter phone # exceeded the maximum allowable characters, phone # is as follows: (B)(6).

Event description:
The customer reported that the unit keeps on turning itself on and off again without being touched. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. Internal inspection revealed metallic shorting inside the on/off power button created an electrical short across the button resulting in the button being electrically pressed, even when not it was not physically pressed. This can result in the device unexpectedly powering on and off on its own. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Initial reporter phone # exceeded the maximum allowable characters, phone # is as follows: (B)(6).

Event description:
The customer reported that the unit keeps on turning itself on and off again without being touched. No consequences or impact to patient were reported.